Event description:
It was reported that a patient underwent a c-section procedure on an unknown date and suture was used. During an elective c-section, while closing the first layer of the uterus, the scrub nurse had noticed that the pointed tip of the suture needle appeared either blunted or broken. Appropriate measures were immediately taken, including an x-ray of the patient's abdomen post-operatively to rule out any remaining fragments. Additionally, an incident report was filed on our end. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 3/18/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: were fragments or needle pieces observed in the x-rays? No were there any other measure taken to search for the needle tip? No fragments were found was the needle tip found? Yes were there any patient consequences? No please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6). Please also provide us with an update with regards to the product return. Have you already returned the product for analysis? Being returned today (if yes, please confirm the date shipped and the courier tracking number) if the hospital has not or will not release the product until a future date, please confirm this and what the future date is. If the product is no longer available, please advise. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.